Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances >2000 ohms and high thresholds. Surgical intervention was performed and the lead was surgically abandoned. A new rv lead was implanted. At that time, the patient's pacemaker generator was also changed-out. No adverse patient effects were reported.